Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that blood was oozing out of the red plug during impella support. Despite troubleshooting with the red plug, the bleeding continued. As a result of the noted issue, the pump was removed and replaced with another impella 5.5 pump. During visual inspection of the returned pump a hole in the catheter was found at the 30cm marking. There was no lasting patient harm as a result of the issue.

Manufacturer narrative:
The investigation for the reported product damage issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a hole in the catheter was found at the 30cm marking. The cause of the product damage was blood ingress due to a hole in the catheter resulting from improper use. This report is being filed as part of a retrospective review of historical records.